Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sensor issues. Customer¿s blood glucose level were 3.8 mmol/l, 7.8mmol/l and 3.4 mmol/l. Customer did receive a calibration not accepted alert and did not received a change sensor alert. The device will not be returned for analysis.